Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that there was easy aspiration of cer ebrospinal fluid (csf) from the intrathecal catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown baclofen (2000mcg/ml at 1157mcg/day via flex rate). The indications for use included intractable spasticity and head/brain injury. It was reported that the patient exhibited a return of spasticity, and a care giver heard the pump alarm. Interrogation in the emergency department (ed) showed that a motor stall occurred. Recovery occurred about 36 hours later. The pump was replaced on (B)(6) 2017, and the issue was considered resolved. There were no environmental, external, or patient factors that were thought to have led to the issue. The patient's status was alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump on 2017-jun-23 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.